Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed as the clip opened while locked and gripper actuation issues were noted. It was reported that the patient presented with functional mitral regurgitation (mr) grade 4. The first mitraclip grasped with leaflets with satisfactory leaflet insertion. Deployment was initiated. While locking the clip, however, the clip opened while locked. Standard troubleshooting was performed. The clip was re-closed and locked again; again the clip opened while locked. The clip was closed down again and this time the clip successfully locked. While removing the gripper line approximately 1 inch without resistance, the mr had increased. Reportedly, there was no tissue damage but rather the leaflet grasp was not satisfactory anymore, with full leaflet insertion, since the clip previously opened while locked. Another grasp was going to be attempted, however, the gripper arms were no longer able to drop as approximately 1 inch of the gripper line was already removed. The clip was inverted and the device with the un-deployed clip was removed without issue. Another mitraclip xtr was successfully used in replacement, reducing the mr to less than 1. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated, and the reported failure to adhere or bond could not be tested during the returned device analysis. A broken gripper line, bent actuator mandrel and corrosion on the coupler was observed. The returned device analysis was unable to confirm the reported mechanical issue (clip open while locked). A review of the lot history record revealed no manufacturing nonconformities issued to the reported that would have contributed to the reported events. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported mechanical issue (clip open - establishing final arm angle) could not be determined in this incident. It is possible that procedural conditions during use (tension on the clip, unintended curves/tension place on the device by the user) contributed to the reported user experience; however, this cannot be confirmed. The reported gripper actuation issue appears to be a result of the observed broken gripper line. The observed gripper line appears to be due to the user manipulation/technique during the procedure and/or procedural circumstances. The reported failure to adhere or bond (leaflet capture) also appears to be related to procedural circumstances. Additionally, the observed bent actuator mandrel appears to be due to the troubleshooting process that the user adopted during the procedure; however, this cannot be confirmed. Lastly, the observed corrosion on the actuator coupler appears to be due to a consequence of exposure to residual saline solution to the device post procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.